Event description:
Patient treated at hospital for hyperglycemia. Nurse called with questions concerning product. Patient has elevated white blood cell count and possible urinary infection. Pump not returned for evaluation.